Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, no audio output on the g5 mobile application occurred. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event of no audio alerts could not be confirmed. A root cause could not be determined.